Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that the patient needed a manufacture representative (rep) to meet them at their doctor's appointment on (B)(6) 2026 at 3:30pm. The patient had a doctor that turned their medication down without telling them to do a "placebo experiment" and they got "deathly ill and almost ended up the hospital and almost died 2 times". The patient mentioned they had a back injury and a broken back effusion. The patient was put in kidney and liver failure now because no one paid attention to their blood work and they were not getting better. The patient mentioned they were told the pump design "doesn't give the correct amount and needs to be recalibrated". The patient also stated they were in excruciating pain and their life was miserable. The patient mentioned symptoms of symptoms of vomiting and diarrhea. The patient reported they had been noticing that almost 25-30% of the pump was still full every time they went in to get the medicine replenished. The patient asked how they could fix this because they were so debilitated and disabled and they could not drive themselves to the grocery store. The patient added that the doctor "doesn't believe in pain medicine and believes in the mind and the body". Patient services asked when the issue started and the patient stated that it had been ongoing but the doctor didn't say anything to them. The patient was redirected to their healthcare provider (hcp) to further address the issue. An email was sent to reps. The patient called back in on (B)(6) 2026 requesting again that a rep meet him at his appointment. The patient reported again information regarding 25% of the medication being left inside the pump and not getting proper dosing of medication. Per the patient, the hcp "thinks he walks on water" and did not want to call technical services. The patient stated that he was in pain and dealing with this for a long time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine. It was reported that the patient was in pain and hurting. The pump was "set for 20ml but the pump has been removing 4-5ml". The patient added that the machine was not giving the full dose and they thought that the machine needed to be calibrated. The patient expressed having a hard time with the doctor and the doctor had a "god complex" and didn't want to turn it up. The patient added that the doctor one time agreed to turn it up in the morning when they needed the therapy the most. The patient stated that they were "sick throwing up every morning". When asked about the event date, the patient stated that the problem had been going on for a while. The patient mentioned that, in the past, a manufacturer representative (rep) would see them in person. Patient services reviewed information and redirected the patient to their managing doctor. Patient services also reviewed the rep's role and technical services.